Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The day following the event onset, the patient started treatment with fortum 1gram (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was previously reported that the cause of the peritonitis event was unknown; however, upon follow up it was reported that the patient made a break in aseptic technique which led to the peritonitis event. The breach in aseptic technique was not further described. On an unreported date the patient was treated with vancomycin 1 gram every 5th day (route and duration not reported). It was reported the patient was not responding to the treatment. At the time of this report the patient was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.